Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that patient with this cardiac resynchronization therapy defibrillator (crt-d) reported hearing tones from their device. The crt-d had recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was reported that tachycardia and bradycardia therapies had been turned off, therefore the physician elected not to explant the device. No adverse patient effects were reported.